Event description:
It was reported that the 9800 system workstation would not power up when trying to send images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connection at the isolation transformer was found loose and the surge suppressor was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.